Event description:
It was reported that the spectra penile prosthesis was removed due to an unspecified reason. An ams700 penile prosthesis was implanted. There were no patient complications reported as a result of this event.